Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of manufacturing records cannot be performed without product identification. Device is used for treatment. Medical records were not provided. During the investigation process a review of the sterile certifications was not performed, as no product part/lot information was provided. In general, all devices manufactured follow acceptable sterilization processes according to published iso/aami/astm & EU guidelines. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as external factors, i.e. Hospital/surgical environment, provider related risk factors, and/or patient comorbidities/risk factors. As no product information was provided, validation of sterile certifications cannot be performed; therefore, the reported device cannot be excluded as a possible source of the reported infection. With the available information, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : item and lot numbers unknown.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). G2 ¿ foreign ¿ germany. H3 ¿ other: device evaluation could not be performed as part# and lot# unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent additional medical intervention due to unspecified infection that occurred five days post-operatively. Debridement and antibiotics treatment were applied. Due diligence is in progress for this complaint; to date no additional information or product has been received.